Event description:
It was reported that a large volume intermate had particulate matter in the reservoir. The device was filled with an unspecified amount of vancomycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured july 14, 2013-july 15, 2013. The device was visually inspected for particulate matter at the baxter dublin compounding center. Visual inspection verified a black fiber in the balloon. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.